Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had display was solid white. The blood glucose level was 160mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 4 followed by a pump error 53 were present in the pump trace download due to moisture damage on all electronic assemblies. Unable to verify missing segments/partial display anomalies, flashing medtronic logo or blank display anomalies due to critical pump error. The pump was received with moisture damage on motor assembly and moisture damage force sensor assembly.